Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37746, serial#: (B)(4), product type: programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that while trying to charge the patient received a sharp electrical shock in their lower back. The patient stated that they had a small charge and small amount of stimulation going when it suddenly "completely went dead and shut down", stimulation turned off, and they were no longer able to charge. The patient tried turning the stimulation on with the patient programmer but it would not go on or off. It was noted that the recharger was showing a warning screen with an empty battery showing no charge at all. The patient tried to use their recharger during the call but the screen was blank, and when it was plugged into the wall it would not take a charge. The ins was last charged a week prior, and the patient charged once a week. The green light on their desktop charger was on and per the patient the connector pin looked fine. It was later reported from a manufacturer representative that the desktop charger had a broken connector pin. A screwdriver was not readily available to try doing a hard reset. The patient then tried using their patient programmer with the antenna, which at first showed a poor communication screen. The programmer antenna was unplugged and nothing came up on the screen at first. The programmer then showed the screen to replace programmer batteries, which the patient did. The programmer then showed a warning screen to charge their ins. It was reviewed with the patient that once their ins was charged to 25% that they should be able to turn it back on. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. All codes apply to the desktop charger. Analysis of the desktop charger #(B)(4) revealed that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 it was reported that the desktop charger was replaced and the issue with recharging had not resolved. A recharger was also sent. No further complications were reported or anticipated. Additional information received from the patient stated that the replacement of the desktop charger(s) resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the replacement of the desktop charger resolved the issue.